Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that they had a level sensor that wasn't lighting up when it should have been during a case. Incorrect measurement from a level sensor is considered a reportable event. There was no patient harm.